Manufacturer narrative:
The field service engineer could not find a cause. He ran instrument checks that were within specification. The customer completed calibration and qc using a new reagent pack. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable high ca 19-9 elecsys results from the cobas e 801 analytical unit. One example was provided of an initial result of 50.1 u/ml and a repeat result of 33.8 u/ml. The repeat result was believed correct. It was not known if any questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.